Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. Investigation summary: the complaint devices are not being returned, they are implanted, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, is showing the loop of suture which should be passing through the holes in the anchor, pulled out, so the anchor broke allowing the suture to separate from it.; therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device 7l24725, and no non-conformances related to the reported complaint condition were identified. The photo does not provide enough evidence to determine root cause. Without physical evaluation of the device reported, we cannot establish a root cause for the issue experienced by the customer. The possible root cause can be associated with such handling of the device or product interaction during procedure. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: pn:280724. Lot number:7l24725. There was a non conformance nr-0149009 regarding this lot, not related. Manufacturing date: 28 aug 2020. Expiry date: 31 jul 2023. Quantity: (B)(4). Release date: 02 oct 2020. Device history batch: null. Device history review: null.

Event description:
This is report 2 of 2 for (B)(4). It was reported by the sales rep that a patient had a rotator cuff repair revision procedure on (B)(6) 2022 as the rotator cuff did not heal. According to the report, there were two medial row anchors in cuff. It was reported that the anchors remained in bone and suture remained in tissue while the knot remained intact and suture knot loop was loose outside of anchor body on both medial row anchors. It was reported that the thought was that the eyelit suture arm bar broke and sutures with knots intact became loose outside of anchor body. The status of the patient was unknown. No additional information was provided.